Manufacturer narrative:
Result: power cord was not properly plugged into bed.

Event description:
It was reported in a service report that the bed had intermittent power. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.